Event description:
Reportedly, during pt use, when the ventilator was checked, it was found that the led/silence button blinked on and off. The alarm did not function properly either. The pt was manually ventilated and transferred to another unit. There were no reported adverse pt effects.

Manufacturer narrative:
Though requested, pt info was not provided.